Event description:
It was reported that the betadine-cotton balls (sponge) of an unspecified quantity [at least three (3)] of minicaps had fallen out of the cap. This was identified before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual devices were not available; however, a photograph and video of the samples were provided for evaluation. The photograph was reviewed and showed the pouch with the product information. The video was reviewed and showed one opened pouched unit. When the minicap is picked up from the pouch the sponge (foam) is separated from the minicap. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.